Event description:
Customer was medically treated at the md's office for hypoglycemia. The customer became incoherent after a bolus to treat hbg. It was indicated that the customer stated that the meter was giving false readings and has already contacted the MFR. No further details.